Event description:
Healthcare professional reported "capsular contracture baker grade ii/iii". Patient later reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture, baker grade IV". This record is for left side. The device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-03021. Clarification to b3: partial date of 2020 provided. Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.